Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient is having difficulty charging their equipment. The manufacturer representative (rep) believes she lost some of her equipment. It was reported rep met up with (B)(6) today at dr. (B)(6) office in (B)(6). Lots going on here. Patient has two systems. The ipg on her right side is for her lower back (B)(4). She hadn¿t use the system in several months, so it was in passive mode. Rep worked on charging a battery for 45 minutes and it is now out of passive mode and charge to 40%. It was also noted that the patient was unable to charge and had issue with communication. Rep reprogrammed her 977c165 lead for improved coverage of her lower back and bilateral leg. Rep had to reestablish connection with her cervical pns ins (B)(4) and controller. (B)(6) said she hadn¿t used her cervical pns system for several weeks. Rep not sure how accurate that is. All the electrodes on both 977a290 leads (va1lmts032, va1uxkv021) are out of range. Electrodes four, six, eight, 11 were all in the red and all the rest were orange. (B)(6) is deciding if she wants to have the leads revised. Additional information was reported that the patient is going to determine if they want a revision. Additional information was reported that the impedances were high and the rep was not able to establish adequate therapy after reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.